Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 460cc mentor smooth round high profile breast implant (right) and an unknown gel breast implant (left) experienced fatigue, shortness of breath, chest pain, nausea, pain, high blood pressure, heart arrhythmia, dizziness, numbness in extremities, burning in extremities, weight loss. Gi problems, brain fog, headaches, chills, low grade fever, pain in neck and lymph nodes, inability to work and inability to walk up steps post procedure. Post procedure. The mentioned complications have not been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis. See 1645337-2019-18054 for contralateral prosthesis report. This event was previously reported to the FDA by the patient under: mw5087796.

Manufacturer narrative:
Received additional information from patient on 9/16/2019. Patient was a 40-years-old african american who underwent breast augmentation surgery.